Event description:
It was reported that the surgeon was bending the 5.5mm vitallium rod with the insitu bender and the rod snapped. He then used the french bender (setting unknown) on the remaining piece of the same rod and the rod broke again. He then used a 6.0mm titanium rod and was able to bend with no problems. Delay in case of about 5 minutes.

Manufacturer narrative:
Method: device not returned;results: the device was discarded by the hospital and is unavailable for evaluation. As a result, testing and inspection could not be performed to aid in root cause analysis. Conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It was reported that the surgeon was bending the 5.5mm vitallium rod with the insitu bender and the rod snapped. He then used the french bender (setting unknown) on the remaining piece of the same rod and the rod broke again. He then used a 6.0mm titanium rod and was able to bend with no problems. Delay in case of about 5 minutes.